Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had declined reprogramming. The evoke scs system was confirmed to be functioning as intended prior to the explant. It was additionally reported that during the patient¿s trial period, the patient did not report significant pain relief from the evoke scs system¿s therapy.

Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The evoke scs system was not returned to saluda for analysis. The patient's event logs were reviewed, and no anomalies were identified. The evoke scs system was confirmed to be functioning as intended prior to explant. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result".